Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced hyperglycemia. Customer blood glucose level at the time of incident was over 470 mg/dl and his current blood glucose level was 505 mg/dl. Customer stated that he was also had an insulin flow blocked alarm. Customer used insulin pump system within 48 hours of reporting high blood glucose level. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.